Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins). It was reported that the caller belonged to a support group on (B)(6) and someone posted "a couple of months ago" that when they went through security screening at the airport they got a "burn" at the implant site from the screening wand. No further information was provided.